Event description:
Reporter has stated that the patient's omnipod had cracked. To the reporter's understanding, it was the patient that cracked the omnipod since the patient was currently using it but could not confirm definitively if it was the patient that cracked it or it was received by the patient already cracked. Hcp did not consent to follow up, no further information provided or available in regard to this report. (B)(4).